Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative instructed the site to reboot the system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the imaging system and the navigation system were not communicating. There was no reported impact on patient outcome.

Manufacturer narrative:
It was reported that the application software was un-installed and reinstalled to restore functionality.